Event description:
It was reported that the user left the pump in another room, which resulted in loss of cgm signal to the ilet and interruption of sensor communication. Symptoms included no reported adverse clinical effects. Outcomes included no impact on daily activities and no medical intervention, alerts, or hospitalization. Investigation included guided troubleshooting and user education, including toggling cgm settings from g6 to g7 and restarting the sensor to restore connectivity. Investigation of this case revealed a user handling issue leading to temporary communication loss between the dexcom g7 sensor and the ilet, with device function restored after reconfiguration. It was concluded, based on previously established findings for similar reports, that the cause was user error related to device setup and placement.